Manufacturer narrative:
Additional information d10, h6 and h10:the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for flow rate testing and was found to deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was infusing fentanyl for a patient who was having respiratory distress (gasping) symptoms, however the medication did not adequately infuse. It was stated that the medication bag (fentanyl) was noted to remain full in spite of continuous infusion. The patient was noted to be gasping more throughout the shift and medication boluses were given. Upon review of the pump it was indicated that the volume remaining in the bag was around 20 cc, but the fentanyl bag was visually inspected to be more than half full the pump was changed and new medication primed. The patient's condition improved with the medication boluses. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.